Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose in the 200 mg/dl. Customer was hospitalized due to congestive heart failure. Customer was hospitalized for twenty-four hours. Customer was wearing insulin pump at the time of hospitalization. Customer did not have tubing clamp in order to complete troubleshooting. Trainer states that insulin pump experienced no delivery. No further information provided.